Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown. It also stated that customer received error displayed before critical pump error image on screen. The customer was advised that insulin pump need to be replaced and revert to the back up plan. The insulin pump will not be returned for analysis.